Event description:
It has been reported to philips that the wireless footswitch was non functional. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not working. Upon functional testing, the fse found that the wi-fi indicator was off and exposure function on footswitch was not responding when pressed, which confirmed that the wireless footswitch was defective. The defective wireless footswitch was returned for analysis, and it confirmed electronic defect. To resolve the reported issue, the fse replaced the wireless footswitch and due to compatibility issue, the base station was also replaced in another service order. After replacements, the system returned to use in good working order. The codes were updated based on the investigation outcome.